Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the power switch failure was likely due to the amount of operating force applied to the power switch and the number of times it was used exceeded what was expected. The product was manufactured prior to a redesign of the power switch to make it more durable.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the power switch was found to be faulty and the device could not be turned on due to the faulty power switch.

Event description:
A user facility reported to olympus that the power button was faulty and the unit could not be turned on/off. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.